Manufacturer narrative:
Follow up (B)(6) 2016: the customer reported to have experience another occlusion alarm on (B)(6) 2016 after speaking with tandem technical support. The occlusion alarm was cleared and insulin delivery was able to resume. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was not impacted. The customer changed supplies prior to contacting tandem technical support. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.